Event description:
Caller reported a false negative urine hcg result with icon 25 hcg (combo cassette) vs. Positive result with serum quantitative test. Customer reported that a female patient came in and wanted to verify the positive result she got from an otc pregnancy test. Patient's urine was tested and got a negative (-) result. Patient believed that she was not pregnant and insisted on a quantitative serum test; the result of the serum test was 87 miu/ml. Patient was determined pregnant based on quantitative results.

Manufacturer narrative:
Investigation pending.